Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Localize clinical study - subject ID: (B)(6). It was reported that a procedure involving an intellamap orion high resolution mapping catheter, intellanav stablepoint open-irrigated and dynamic xt catheters was completed on (B)(6) 2022. On (B)(6) 2022, the patient experienced effusive pericarditis with fever, and severe pericardial effusion without tamponade. An echocardiograph was performed to diagnose the issue. A pericardial drainage was conducted, and this issue is ongoing.